Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. At the visit on site, the field service engineer verified the system successfully according to company specifications. No technical problem was found. Log file review shows all laser system functions were within specifications for the respective treatment. However, the user did not perform the required energy check as described in the user manual and further the user did not perform the zeroing of the ablation depth meter with high accuracy. No technical root cause was identified as the product was found to be within specifications. The root cause for the reported event could not be identified conclusively. Contributing factors such as the flap procedure cannot be excluded as no data is available. According to the log file, the user did not performed the required energy check as described in the user manual and further the user did not perform the zeroing of the ablation depth meter with high accuracy. Both could influence the treatment results. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported irregular topographies with elevated chromatic patterns post lasik. One week post-operatively the patient was prescribed a topical steroid drop and a non-steroid anti-inflammatory drop. One week later, the patient was prescribed a different topical steroid drop. There are three related patients. This report addresses the patient number three's right eye and other manufacturer reports will be filed for the remaining cases.